Event description:
It was reported that a spectrum iq infusion pump had persistent upstream occlusion errors in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "persistent us errors" was not reproduced. Evaluation had sent the device to flow line for upstream occlusion testing with a failed result due to reload set message. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was determined to be caused by the failed ultrasonic sensor. The ultrasonic sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.